Event description:
There was a dilator issue with the artic front cryoablation catheter. The catheter was removed and replaced with no harm to the patient. Clinical site works directly with the mfg rep on notification of the event and return of product. Manufacturer response for cryoablation catheter, artic front cryoablation catheter (per site reporter).